Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, no leakage was found, and the distal end had residual liquid. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a therapeutic procedure, the duodenovideoscope had angulation malfunction. The intended procedure was completed with the same device. Upon inspection of the customer¿s returned device, it was observed that the air/water tube, and the forceps elevator had foreign material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Updated: h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the forceps elevator and in the air/water channel could not be identified. A definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device cleaning/reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.